Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was intermittently depleting quickly. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support reviewed the t:connect logs and confirmed that the battery was depleting as expected; however, customer continued to allege that the battery was depleting quickly. Multiple contact attempts were made by tandem technical support to further troubleshoot this issue; however, no response was received from the customer. Reportedly, the customer continued to use the pump for insulin therapy.